Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by stomachache and poor drain. The cause of the event, treatment and patient outcome were not reported. On the same day as event onset, the patient was hospitalized for the peritonitis event. The patient was placed on hemodialysis therapy temporarily. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.